Manufacturer narrative:
A portion of the lead has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements along with loss of capture at maximum outputs. Subsequently a revision procedure was performed where the rv lead was surgically abandoned due to a fracture. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the lead was returned severed at 150 mm from the terminal pin and only the proximal segment was returned. The returned portion of the lead was subject to direct current resistance testing and passed on all paths, verifying that segments' electrical performance was intact. No further testing was performed. Analysis could not confirm the clinical allegations observed in the field with the returned portion of the lead.